Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterwards, allowing continued use of the pump. Caller was advised to contact support if any malfunction code reappears.